Manufacturer narrative:
H3, h6: the software was reviewed for analysis. It was observed that in the video there was movement in the trajectory view. The behavior could not be reproduced in-house and logs did not capture any evidence related to the reported behavior. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, no parts were replaced and the system was found to function as intended. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that when navigating in trajectory 1, the image would rotate/spin when the surgeon held the probe at the very top of the head. Rep reported they had to hold the probe in a specific position for it to stop rotating, or they had to press and hold on the rotate button in the software. Technical services (ts) informed the rep of a previous occurrence of a similar issue (for a different system), with the software analysis: "due to trajectory 1 and 2 working through the orthogonal planes, when one of them is oriented close to the same plane in the navigation views, there will be the shift in the video." There was no surgical delay and no impact on patient outcome.